Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation and had to be removed from the eye. The lens and injector were withdrawn from the eye prior to completion of iol implantation. A back-up lens was implanted successfully without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv toric rao210t batch 085277840 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 085277840. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a blister tray; lens was sitting at the bottom of the tray. Preliminary inspection of the returned injector showed that movable flaps were securely closed, and the plunger was pushed in. Provided iol was inspected under x10 magnification and was found to be missing a haptic and part of the optic. Piece of broken haptic was wedged inside the nozzle. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was wedged inside the injector nozzle and tore on retraction. There were visible traces of ovd residue inside the injector's chamber. The injector was re-assembled, and 1x rayone emv toric rao210t +18.0 d / +2.25 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. The product return inspection confirms the event as reported. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 2nd december 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the iol haptic broke during implantation. On 9th january 2026, new information was received from the healthcare facility indicating that it had been necessary to remove the lens from the eye leading to a reportability re-assessment and decision to report the event.